Manufacturer narrative:
A field service engineer was dispatched who conducted on-site follow-up with the customer who performed periodic maintenance on the instrument which includes replacing periodic maintenance parts and lubrication of all mechanical assemplies. The most probable cause of the reported event was bc reader tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016 a customer reported trouble with the barcode reader on their g8 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2015, to address the reported event,which resulted in delay in reporting of patient results hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.